Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient collapsed while at home and was transported to the hospital. It was determined that the patient had suffered a subdural hematoma and expired on (B)(6) 2014. It was reported that the pump was functioning and an autopsy was not performed. The pump was not explanted and log files were not available for evaluation. No further information was provided.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 months. The prior pump exchange was reported under MFR# 2916596-2014-01599. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.